Manufacturer narrative:
Reported event of loop failed to cut. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation large oval snare was used during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure the device stopped cutting halfway through the polyp. Although it was reported that the current was on during the attempt to cut; it was also noted that there might have been connection issues. There were no patient complications at the conclusion of this procedure and the patient was reported to be stable.